Event description:
Caller reported damage to pump housing surrounding usb port, impacting ability to charge. There was no adverse impact to the customer¿s blood glucose level. Technical support planned to replace the pump, and the customer reverted to a backup insulin pump for insulin therapy.